Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system went into error mode and locked up while attempting to send a cine run to pacs. There was no patient injury or death reported.